Event description:
A center director reported a patient with dry eyes 10 post lasik treatment. Punctal plugs were inserted. The reporter indicates the symptoms resolved two weeks post treatment. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).